Event description:
It was reported that the loaner device came back with no alleged issue. It was further reported that the service center found the device to prime and fired with lots of resistance, and force test results were out of tolerance. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: a device history record and manufacturing review was not required as the event was determined to be expected and the investigation did not identify any manufacturing and/or service-related issues. Investigation summary: the magnum driver was received for evaluation. The magnum driver was visually inspected upon receipt and was found to be in good overall condition. Further, identified that the sequencer weldment assembly needs upgrading. The device was functionally tested and failed the tests as gun primed and fired with lots of resistance due the device is very dry identified during evaluation. Also, sled force test results were out of tolerance. No other anomalies were identified. Therefore, the investigation is determined to be confirmed for the identified device prime and fire with lots of resistance. The root cause for the reported device primed and fired with lots of resistance was determined to be the very dry gun identified during evaluation. During the evaluation, it was also determined that the outdated sequencer weldment assembly is likely to contributing to reported identified difficult to prime issue. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Bd recommends the magnum instrument be cleaned and lubricated after every use to enhance the performance and longevity of the instrument. Silicone free, quality medical grade lubricant compatible with steam sterilization should be used to lubricate magnum instrument. Refer to the manufacturer's instruction to determine compatibility and for the use of the selected lubricating agent. Ensure all moving parts of the magnum instrument are lubricated. End - users may sterile the instrument after each cleaning and lubrication. H10: d4 (expiration date: 11/2025). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.